Event description:
It was reported that a patient presented with missing egms noted on the patient's implantable cardioverter defibrillator. User concern was expressed. Later, inappropriate shocks and anti-tachycardia pacing was noted due to inappropriate interpretation of signal. No further intervention or adverse patient consequences were reported.